Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. The error description provided by the customer, "foggy", could be confirmed. During the examination of the optics, an unknown coating was found on the distal cover glass, which can be removed mechanically. The adhering residue has a negative effect on the image quality. Furthermore, minimal residues are visible in the negative area of the rod lens system, but these do not have a negative impact on the image quality. The distal solder seam is corroded. The residue on the distal cover glass can be removed mechanically. The damage/defects found are due to normal use/wear and tear or inadequate clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the scope is "foggy". No patient involvement reported. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).